Event description:
As reported by the edwards territory manager (tm), during the transfemoral tavr procedure, the first 23mm sapien valve was placed in a 50:50 position, however during deployment the valve shifted and was deployed 70:30 aortic. Per report, during deployment the valve moved due to a combination of early inflation and loss of 1:1 pacing capture. A post deployment echocardiogram revealed no paravalvular leak and mild cai. The coronaries were not compromised. About a minute following removal of the temporary pacemaker the patient¿s pressures dropped to 30mmhg systolic. Fluoroscopy confirmed a pericardial effusion. Emergent pericardial window confirmed tamponade secondary to right ventricular bleed caused by the pacemaker lead. Protamine was given and a total of 600ml of blood were drained from the pericardium. Three units of red blood cells were administered. The retroflex delivery system was removed without difficulty and the left femoral artery was closed in the usual surgical fashion. The patient was transported to the unit in stable condition. Additional information indicated that once the physician had noticed the 70:30 aortic position of the valve he pushed the valve ventricular in order to compensate. The physician believes that it was during this attempt that the pacing lead moved into the right ventricle and ultimately caused the pericardial tamponade. Per the updates provided by the hospital, on pod3 the patient¿s echo showed no thrombus in the heart, however, she never spoke after extubation; she would open her eyes and had spontaneous limb movement but would never reliably follow commands. On pod7 she was started on sub-q heparin which was replaced with IV heparin after the MRI showed multiple infarcts in her head. On pod8 she converted back to a-fib after having been cardioverted prior to surgery. The patient had been poorly responsive on the ventilator without sedation for 4 days. On pod9 the MRI showed multiple bilateral hemispheric cardioembolic infarcts from a-fib. The mediastinal drain was pulled and she was placed on a daily dose of asa. On pod11 she was extubated. On pod14 she was transferred to hospice and expired on pod15. The neurologist attributed the patient¿s death to several factors: anoxic brain injury from long period of extreme hypotension in the operating room, multiple bilateral hemispheric cardioembolic infarcts from a-fib, and slow metabolization of sedatives due to age. The aortic valve was mildly calcified, the aortic root was mildly calcified, the ejection fraction was 70%, the sinotubular junction (stj) measured 23mm, the sinus of valsalva (sov) measured 27mm. The patient had mild mitral annular calcification (mac) and no ventricular septal hypertrophy. The image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and permanent or transient neurological events including stroke are known potential adverse event associated with the tavr procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, a combination of patient (advanced age, mild calcification) and procedural factors (early inflation, loss of pacing capture) likely caused or contributed to the aortic deployment and subsequent mild central ai. Per report, the neurologist attributed the patient¿s death to several factors: anoxic brain injury from long period of extreme hypotension in the operating room, multiple bilateral hemispheric cardioembolic infarcts from a-fib, and slow metabolization of sedatives due to age. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.